Event description:
As reported by the edwards clinical specialist, upon removal of the rf3 sheath during a transfemoral tavr procedure, the patient's blood pressure dropped and a perforation of the iliac artery. The procedure was performed via a right femoral artery (rfa)cut down. CT showed 7-9mm rfa access. Serial dilation was performed. When they got to the 22 and 23 fr dilators they went slow and easy because the sheath was starting to hang up in the iliac. The sheath was delivered and the patient was stable. Bav was performed followed by successful valve deployment. During sheath removal contrast injections were done as the sheath was being pulled out. Just as some resistance was felt the patient's blood pressure also started to fall. An aortic occlusion balloon was inserted and a root injection was performed; they were still getting some flow around the balloon because the patient also had an abdominal aneurysm. An interventional radiologist and vascular surgeon reviewed the films and they agreed that a covered stent would not work because they had nothing to attach it to. The vascular surgeon did a surgical repair. During all of this the patient coded a few times and CPR was done on and off during the surgery. The patient was closed and sent to the unit in critical condition. Additional investigation revealed the patient passed away the following day. The exact cause of death is unknown at this time, however it was indicated that the patient had lost a lot of blood.

Manufacturer narrative:
The sheath is not available for evaluation; however, there was no report of device malfunction. Per the instructions for use (IFU), cardiovascular injury, such as perforation or damage of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the transfemoral transcatheter aortic valve replacement (tavr). The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's diameter was 7.0mm, and the vessels were reported to be mildly calcified and mildly tortuous. Although the root cause cannot be confirmed, advancement of a large bore sheath in the borderline sized vessel could have contributed to the reported vascular complication. Per report, two of the dilators were getting hung up in the iliac. In addition, calcification and/or tortuosity not appreciable on imaging could have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional investigation revealed the following: the patient had successful implantation of a 23 mm edwards sapien transcatheter heart valve complicated by right iliac rupture with massive hemorrhage and resultant cardiac arrest. She was successfully resuscitated per massive transfusion protocol and had repair of her iliac rupture per vascular surgery. Post-procedure, she was admitted to the cardiac surgery ICU with multi-organ failure requiring respiratory, cardiac and renal support in the setting of global hypoperfusion. Despite aggressive support with mechanical ventilation, renal replacement therapy, blood transfusions, vasoactive and inotropic medications she continued to have hemodynamic compromise requiring acls. Family was notified of her ongoing decompensation and per the family's wishes the decision was made to withdraw support. The patient passed away the following day.